Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that MRI tech called because patient was put in a 1.5t MRI for head scan with receive only head coil but the patient did not disclose they had an implant. 5 minutes into the scan the patient began to feel "burning in butt area" and scan was discontinued immediately. Technical services recommended patient follow up with their managing hcp to discuss symptoms and have device interrogated.